Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to svd due to calcification of the leaflet. Reportedly, the device was replaced with an edwards model 3000tfx.